Event description:
It was reported that during a total lap hysterectomy procedure, the tip of the active blade broke during the cleaning. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.